Event description:
Allegedly patient had been doing well for over 6 months when the poly insert dislodged from cup resulting in direct contact between the ceramic head and the shell causing clunking followed by hip dislocation after several days. The insert was completely separated from the shell and the 15 degree lip was cracked.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. This is the same event as 1043534-2012-00598, 00599.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.